Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. The user's blood glucose (bg) level ranged from 260 mg/dl to in target range. Reportedly, the user changed the supplies and delivered a bolus to address bg level.